Manufacturer narrative:
Lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; anchor model 3550-39 lot# n286610 implanted: (B)(6) 2011 explanted: na; programmer model 37743 serial# (B)(4).

Event description:
It was reported that the patient's internal neurostimulator (ins) was eroding through the skin. It was believed that the ins had been implanted around 1 cm deep. The patient was scheduled to have a pocket revision on (B)(6) to implant the ins deeper, as the 37702 model can be implanted a maximum of 4 cm deep. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that an attempt was made at the original pocket site to save the neurostimulator, but a week after the pocket revision the patient developed an infection. The neurostimulator was explanted. It was noted that the neurostimulator had blood inside the header block, and the hcp believed that the seal might be compromised. The patient was still recovering from the explant and hoping that the implant pocket would heal. The paddle lead remained implanted and the plan was to tunnel the lead to the other side of the patient's body and implant a new neurostimulator. It was noted that the patient had been getting good therapy coverage before the erosion issue.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 37702 (B)(4) found no anomaly.

Event description:
It was later reported all components were explanted approximately three months ago and the infection had since cleared. The patient was scheduled for new implant. No further information was reported.